Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (mcw; dqx). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the proximal superficial femoral artery via contralateral approach, the helix part of the catheter allegedly broke. Reportedly, the broken part of the catheter was removed using a snare device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the proximal superficial femoral artery via contralateral approach, the helix part of the catheter allegedly broke. Reportedly, the broken part of the catheter was removed using a snare device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no catheter was returned for evaluation and hence physical investigation was not possible. We received the introducer sheath, a foreign guide wire and a part of the helix. The helix was received broken at 20.5 cm from the tip of the catheter. A lot of dried body material was found in the broken helix part. The returned introducer sheath with stucked with the foreign guide wire and is not matching the size of the 8f catheter. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.